Event description:
The customer reported that during a routine check of the iabp, the iabp would not turn on intermittently. No patient was involved.

Manufacturer narrative:
The company representative replaced the power switch (part number 0012-00-0834). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).